Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. A c-stopper coil was placed in the hepatic artery, and when an attempt was made to remove the microcatheter after confirmation angiography, the microcatheter was fractured. There was no problem with the final angiography, and the catheter was fractured when it was pulled out afterwards. In the perspective confirmation at the time of rupture, since it was ruptured from about the middle part of the angiographic catheter, the microcatheter remaining in the body was removed by using the shape of the angiographic catheter and slowly pulled out. Tcsc received only the catheter of the involved device, terumo microcatheter (hereinafter referred that to as the involved device), which was cut into two parts. When observing the appearance of the cut involved device, the total length of the cut catheter on the distal side was 83.2 cm, and the total length of the catheter on the proximal side was 67.2 cm. On the distal side, there were 7 points of crushing, on the proximal side, there were no abnormalities in appearance such as kinks or crushes were observed. Some of the crushes that occurred on the involved device were crushed strongly as if they were squeezed from both sides. Crushes were observed at 7 points (at 11.3 cm, 12.6 cm, 15.9 cm, 25.6 cm, 26.5 cm, 38.6 cm, 42.4 cm, from the distal tip) on the distal side of the involved device. Cutting part of the involved device. The involved device was cut at 83.2cm point from the distal tip. Involved device: enlarged photo of crushing part (at 11.3 cm from the distal tip) upper: crushed surface / lower: side. It was crushed strongly as if it had been squeezed from both sides. Involved device: enlarged photo of crushing part (at 12.6 cm from the distal tip) upper: crushed surface / lower: side. It was crushed strongly as if it had been squeezed from both sides. Involved device: enlarged photo of crushing part (at 25.6 cm from the distal tip) upper: crushed surface / lower: side. Involved device: enlarged photo of crushing part (at 26.5 cm from the distal tip) upper: crushed surface / lower: side. It was crushed strongly as if it had been squeezed from both sides. Involved device: enlarged photo of crushing part (at 38.6 cm from the distal tip) upper: crushed surface / lower: side. Involved device: enlarged photo of crushing part (at 42.4 cm from the distal tip) upper: crushed surface / lower: side. Involved device: enlarged photo of catheter cutting part (left: distal side / right: proximal side). The involved device was cut at 83.2cm point from the distal tip. When the cut part of the involved device was enlarged and observed, the cut surface of the catheter tube was flattened to an oval. In addition, the braid was exposed, and the resin and the exposed braid were curved in one direction. Cut surface of the involved device, enlarged photo (upper: distal side / lower: proximal side). The cut surface was flattened to an oval. Curving direction of resin and braid. The cut surface was flattened to an oval. Curving direction of resin and braid. The resin and braid were curved in one direction. Simulation tests of catheter cutting were performed by the following methods using the progreat. Method [1]: insert the progreat into a two-way stopcock. In that state, rotate the cock of the two-way stopcock to cut it. Method [2]: cut the shaft of the progreat to about 15 cm (hereinafter referred to as the sample). Pull both ends of the cut sample by hand to cut them. Result [1]: the progreat was cut into three parts, a catheter piece of about 0.5 cm was made. When observing the cut part of the progreat , no elongation occurred in the resin around the cut part. When observing the cut surface, the cut surface was flattened to an oval, the braid was exposed, and the resin and the braid were curved in one direction. Result [2]: when observing the cut part of the sample, the resin around the cut part was stretched. When observing the cut surface, for one of the cut surfaces, the resin was greatly stretched in an irregular direction, and the braid was not exposed. For the other cut surface, the braid was exposed and curved in an irregular direction. The shape of the cut surface was not oval but amorphous. As a result, the cutting that occurred in the involved device was similar to [1] cutting with a two-way stopcock". Method [1]: cutting with a two-way stopcock. Result [1]: cutting with a two-way stopcock. The progreat was cut into three parts. Result [1]: cutting with a two-w ay stopcock, side of the cut part (upper: distal side / lower: proximal side). No elongation occurred in the resin around the cut part. Result [1]: cutting with a two-way stopcock, cut surface (left: distal side / right: proximal side). The cut surface was flattened into an oval and the braid was exposed. The exposed braid and resin were curved in one direction. The cut surface was flattened into an oval and the braid was exposed. The exposed braid and resin were curved in one direction. The cut surface was flattened into an oval and the braid was exposed. The exposed braid and resin were curved in one direction. Method [2]: cutting by tensile load. Result [2]: cutting by tensile load, side of the cut part. Resin elongation occurred around the cut part. Result [2]: cutting by t ensile load, cut surface. For one of the cut surfaces, the resin was greatly stretched in an irregular direction, and the braid was not exposed. For the other cut surface, the braid was exposed and curved in an irregular direction. In both cases, the shape of the cut surface was not oval but amorphous. Simulation test [1] cutting with a two-way stopcock. Involved device - both the involved device and the simulation test [1], the cut surface was flattened into an oval and the braid was exposed. The exposed braid and resin were curved in one direction. Simulation test (strong crushing as if squeezed from both sides). Based on the situation as you reported, it seems that the involved device was grasped with forceps from above the combined angiographic catheter. For this reason, in order to check the possibility of a strong crush that occurred in the involved device as if it had been squeezed from both sides was grasped by forceps from the top of the combined angiographic catheter, the simulation test was performed by the following methods. Sample: progreat cc-m1713d angiographic catheter selecon pa catheter 2pb4.2f-38-70-1cj method: insert the progreat into the angiographic catheter. In this state, grasp the angiographic catheter with metal forceps. Result: when the progreat was pulled out and observed, it was strongly crushed as if it had been squeezed from both sides in the same way as the involved device. Simulation test (strong crushing as if squeezed from both sides) method. Simulation test (strong crushing as if squeezed from both sides) result. It was crushed strongly as if it had been squeezed from both sides. The inner and outer diameters of the involved device were measured to confirm the presence or absence of individual abnormalities that may cause catheter cutting, such as the thinness of the resin. As a result, the inner and outer diameters of the involved device were within our standard values, and no abnormalities such as the thinness were observed. In our manufacturing process, we perform visual inspections toward all progreat before assembling to the holder. On the distal side of the cut involved device, there were 7 points of crushing, some of the crushes that occurred on the involved device were crushed strongly as if they were squeezed from both sides. When the cut part of the involved device was enlarged and observed, the cut surface of the catheter tube was flattened to an oval. In addition, the braid was exposed, and the resin and the exposed braid were curved in one direction. In the simulation tests, the stopcock was set on the progreat , and when the stopcock was operated, the progreat was cut into three parts. When observing the cut part of the progreat the cut surface was flattened to an oval similar to the involved device, the braid was exposed, the resin and the braid were curved in one direction. In the simulation tests, the stopcock was set on the progreat, and when the stopcock was operated, the progreat was cut into three parts. When observing the cut part of the progreat, the cut surface was flattened to an oval similar to the involved device, the braid was exposed, the resin and the braid were curved in one direction. In our manufacturing process, we perform visual inspections toward all progreat before assembling to the holder. The device history records of the lot 220203320 were reviewed, and no disorder that may cause the catheter cutting was found. (B)(4).

Event description:
The user facility reported that the coil was placed in the target blood vessel and angiography was performed for confirmation. After that, the doctor tried to remove the microcatheter, the microcatheter was transected. The transected microcatheter was removed together with the guiding catheter.